Event description:
It was reported that the patient "recently had seizures." It was stated that the patient had not had any seizures since the implant was put in until "recently." It was noted that the patient wanted an electroencephalogram (eeg). A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(4), product type lead product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, lot# serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).